Event description:
Reporter alleged obtaining the results of 216 mg/dl, 140 mg/dl and hi (greater than 600 mg/dl) back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A customer observed a higher than expected vitros tsh result for a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected tsh patient result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)